Event description:
According to the reporter, during a laparoscopic rectal anastomosis procedure, when the stapler was positioned with its respective anvil not fired and was returned for repositioning, the anvil was depressed prior to firing. Another stapler was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. Pressure ridges in the staple guide indicate that the staples had been fired. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. It was reported that the instrument did not fire, and anvil tilted prematurely. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device is closed over an excessive amount of tissue which compresses the crush ring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all me dtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the tissue thickness can compress to 2mm for staplers with 4.8mm staples and 1.5mm for staplers with 3.5mm staples. Excessive tissue thickness may result in unacceptable staple formation and /or incomplete knife cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.